Event description:
Pump was programmed to infuse q 6 hr, first 2 doses infused ok, but 3rd dose didn't start until 9 hrs after 2nd dose. Pt denies hearing any alarms. He noticed blood back-up through his PICC up to the in-line filter. Kvo rate of 0.4 ml/hr was also programmed in. Program was checked by rph and 2 crni's before pt hook-up. Delay start was set for 06:00 pm and pump did infuse 1st dose at that time. Although when trouble-shooting blood back-up and pump was infusing 3rd dose (3 hrs late), the delay start read 3:00 pm. Both pt and wife deny changing pump or push buttons and pt is half blind.